Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication ((B)(4)) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Manufacturer narrative:
The investigation determined that lower than expected intact pth (ipth) results were obtained when a customer was processing non-vitros (biorad) qc fluids and patient samples tested using vitros ipth lot 1621 on two vitros xt7600 integrated systems. A definitive assignable cause could not be determined. As vitros ipth lot 1621 was a new reagent for the customer at the time of the event, no historical qc results were available for evaluation and a reagent related issue cannot be ruled out as a contributor of the event. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction, however, as no diagnostic precision testing was conducted on the instruments, an instrument issue cannot be ruled out as a contributor to the event. No information was provided in relation to the storage of patient sample between vitros ipth lot 1621 and lot 1570 testing events. Intact pth is labile and susceptible to fragmentation and it is possible vitros ipth lot 1621 testing for the patients occurred outside the timeframe recommended in the vitros ipth IFU, however this could not be confirmed. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office in field MFR site above is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected intact pth (ipth) results were obtained when a customer was processing non-vitros (biorad) qc fluids and patient samples tested using vitros ipth lot 1621 on two vitros xt7600 integrated systems. Biorad lot 64920 level 1 results of 16.65, 16.22 and 16.16 pg/ml versus the expected result (pi mean) of 25.70 pg/ml patient 1, vitros ipth lot 1621 result of 26.68 pg/ml versus the vitros ipth lot 1570 result of 45.4 pg/ml patient 2, vitros ipth lot 1621 result of 29.67 pg/ml versus the vitros ipth lot 1570 result of 45.25 pg/ml patient 3, vitros ipth lot 1621 result of 43.25 pg/ml versus the vitros ipth lot 1570 result of 70.56 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).